Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the cable was broken because water entered from the scratches on the cable. As to water immersion in the cable, the reported event might be prevented by following the instructions for use which state: "never clean, disinfect, sterilize or store this instrument together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had cable disconnection and image failure. The issue was found during diagnostic video-assisted thoracoscopic surgery (vats) procedure that was completed with a similar device. The customer noted the image disappeared when the cable was touched. The device was inspected before use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found defective cable image (noise) at cable section; cable twisted at cable section; cable section had a scratch; defective image pixel at head section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.